Manufacturer narrative:
Section e1 initial reporter phone number field was entered incorrectly in the report number 9612030-2021-02902. The initial reporter did not provide a phone number.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
As reported through an anvisa notification after the passage of the sne, when removing the guide wire, the plastic tip loosens, leaving the pointed part exposed and making it difficult to withdraw the guide.